Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button was intermittently unresponsive and required multiple button presses to elicit a response. The reporter indicated that the rubber keypad was misaligned with the buttons, particularly in the area of the down arrow button. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be damaged; peeling and lifting was observed along the edge next to the up arrow and down arrow buttons, exposing the button contacts. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response; the ok button responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.